Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No moisture damage was noted on the electronics assembly. The insulin pump was received with a cracked belt clip slot, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window.

Event description:
It was reported that the insulin pump had an unresponsive keypad after the device had been exposed to moisture. The customer's mother stated that the customer had worn the insulin pump on her clip during a rainy day, and the insulin pump got wet. She stated that the up and down arrow keys did not work properly. The customer's blood glucose was 140 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.